Manufacturer narrative:
This is one of two device reports associated with this event. Related MFR # 1225714-2013-00415 and 1225714-2013-00416.

Event description:
Additional information received noted that the patient experienced a sudden cardiac event and expired on the same day, which is alleged to have been caused by the decedent's exposure to the product administered during dialysis treatment.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on unknown date after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated mdrs #1225714-2014-00415 and 00416.